Event description:
Caller reported a malfunction on the pump, which displayed malf 0 and had a resettable malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer used mdi as a backup therapy, and tandem technical support sent a replacement pump with updated software. Instructions for returning the problematic pump and for using the replacement were provided, which the caller acknowledged.